Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro and the patient experienced cardiac perforation that required pericardiocentesis and surgery. The patient died. Post procedure they had used ultrasound to check for an effusion and there was no effusion observed. While in the recovery room, the patient went into cardiac tamponade and it was discovered that the patient developed a pericardial effusion. A pericardiocentesis was performed which they were not able to relieve the effusion. Open heart surgery was performed for repair of the perforation. Transfusion was performed. The patient was placed on ECMO but the patient passed away. It was reported that the patient went into "dic" (disseminated intravascular coagulation) with massive transfusion. The chest was cracked at bedside before dying. The physician's opinion on the cause of the adverse event was the procedure. Transseptal puncture was performed. Ablation was performed prior to noting the pericardial effusion. No evidence of steam pop. No error messages observed on biosense webster equipment during the procedure. Relevant history includes: this was patient's first ablation.